Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse regarding a patient who was receiving dilaudid with concentration 8.3 mg/ml at a dose rate of 3.3021 mg/day and bupivacaine with concentration 14.5 mg/ml at a dose rate of 5.769 mg/day via an implantable pump for non-malignant pain it was reported caller states that the patient's pump went into a motor stall on (B)(6) 2020 at 3:50 pm and recovered the next day at 8:19 pm. The pump then entered another stall on (B)(6) 2020 and now the patient is going through withdrawal. As per the logs provided the second motor stall occurred on (B)(6) 2020 at 9:33 pm with not motor stall recovery recorded (session date was (B)(6) 2020 1:25 pm). The patient did not recently have magnetic resonance imaging (MRI). They had given the patient non-pump medication but did not program the pump to a minimum rate. It was noted that they were calling to report so they could get a case number to send the pump back for analysis, when they replace the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-sep-2020 from a healthcare professional (hcp) who reported that the cause of the motor stalls was not determined aside from the fact that the pump was nearing end of battery life and had been delivering compounded drug. The patient¿s withdrawal symptoms were mitigated with oral meds and the pump was replaced the following week which resolved the issue.

Manufacturer narrative:
H3: analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.